Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Corrected data: d10. Additional information: g3. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Visual inspection of the returned device found the most distal thread forms are stripped/worn. There are also stripped/worn thread forms around the middle of the screw. Upon magnification of the screw head, the head appears deformed. No other defects were identified. A manufacturing related potential cause was not suspected, therefore, no manufacturing record evaluation is required. The complaint was confirmed for the received part as the threads were stripped/worn. There was no evidence of torn/peeling threads however the threads were damaged thus the complaint was confirmed. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. (B)(4). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy (B)(6) reports an event as follows: it was reported that this was a pelvic fixation procedure performed on (B)(6) 2019. The tip of the screwdriver (279722400) became stripped against the hard bone. Because fragments stuck in the screw core (179722880), the screw was also removed and replaced. The surgery was completed with a less than a thirty (30) minute surgical delay. Postoperative x-rays showed that no fragment had been left in the patient's body. This report is for a polyaxle screw. This is report 2 of 2 for (B)(4).